Event description:
After the closure procedure, during a routine 72 hours follow-up, a thrombus extension was detected. The thrombus extended from the saphenofemoral junction (sfj) into the common femoral vein. The pt was asymptomatic for deep vein thrombosis or pulmonary embolus. The pt was placed on innohep and coumadin therapy. During the follow-up in the next month, no thrombus was detected using duplex ultrasound. The pt was still asymptomatic.